Event description:
During the procedure, after insertion into the patient, blood leaked from the sheath. The device was replaced to continue with no patient consequences.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.